Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During cup impaction, platform broke in half and impactor was bent. Able to complete the surgery without any delay tha.

Manufacturer narrative:
Reported event: the event reported that a trident inline offset impactor and impaction platform broke during impaction. Device evaluation and results: - visual inspection showed that the device was broken in half, laterally, near at the button pin interface. Device history review: review of device history records indicate that 41 out of 41 devices were accepted into final stock on 01/25/2016 without any rejections. Complaint history review: review of complaints for p/n 206270, l/n 45031215 within the trackwise database show (5) other complaint related to the failure in this investigation. The pr# are 1257479, 1258130, 1671426, 1756495, 1775916. Conclusion: the device was broken in half. The failure was confirmed. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
During cup impaction, platform broke in half and impactor was bent. Able to complete the surgery without any delay.